Manufacturer narrative:
A test reservoir was installed and did not lock into place due to a completely broken off reservoir tube lip. The following physical damage was noted: minor scratched display window, cracked casing at a display window corner, cracked battery tube threads, cracked casing, stained end cap sticker, and a missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the reservoir cap was not working; the part where the reservoir enters the insulin pump was peeling off. The patient's blood glucose at the time of incident was 230 mg/dl. The customer was unable to identify the cause of the damage. The insulin pump was returned for analysis.